Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Based on the reported information, it unknown why or how the nontarget vessel was embolized. There is no evidence suggesting that the device was defective, but rather a user technique and procedure related event. However, the cause is unknown. Per the instructions for use: adequate fluoroscopic visualization must be maintained during the liquid embolic delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt the liquid embolic delivery until adequate visualization is re-established.

Event description:
Citation: ¿evolution of treatment and a detailed analysis of occlusion, recurrence, and clinical outcomes in an endovascular library of 260 dural arteriovenous fistulas¿ bradley a. Gross, md, felipe c. Albuquerque, md, karam moon, md. Doi: 10.3171/2016.5.jns16331. Medtronic received report that 173 patients were treated with embolic material. One (1) case of non-target embolization into the transverse sinus that was treated with stenting without long-term sequelae.